Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported: air leak occurred, so a nurse re-inflated the balloon but it didn't resolve. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that a replacement tube was required. Customer confirmed that no add'l harm to the pt.